Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported experiencing high blood glucose since (B)(6) 2015 and was hospitalized on (B)(6) 2015. She did a complete set change on (B)(6) and (B)(6) but high blood glucose persisted. Customer's blood glucose was at 27 mmol/l, treated with manual injection and it came down to 21 mmol/l before the hospital admission. Customer stated that the doctor, nurse and territory manager checked the insulin pump and they all advised to discontinue the use. Customer stated that insulin was not coming out and the insulin pump did not alarm no delivery. Customer declined troubleshooting as the device was already disconnected and requested it to be replaced. The infusion set and reservoir would be replaced and returned for analysis as well.